Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) appropriately detected a ventricular arrhythmia and provided appropriate anti tachy pacing (atp) therapy. This therapy did not convert the rhythm, which subsequently accellerated to a vt zone. The device successfully charged and delivered a 41j shock. Following the shock, however, >125 ohm impedance was observed on the shocking coil of this transvenous defibrillation lead. A guidant technical services (ts) consultant recommended replacement of both the device and the lead. The physician elected to cap and abandon the lead, and explanted and replaced the device. To date, there have been no reported patient symptoms associated with this clinical observation.